Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and to correct information provided on the initial report. The investigation is still on-going. Once additional information is identified, a supplemental report will be filed.

Event description:
Received email response from user facility on (B)(6) 2021. The event date was (B)(6) 2021. The problem was first noticed during procedure. There were no other devices involved in the event and no delay in the procedure. The intended procedure was completed. This device was not used to complete the procedure. It is unknown as to when the device failed during the procedure and the patient demographics are unknown. No other devices were replaced during the procedure. Name of the procedure is unknown and if patient had pre-existing conditions it is unknown. Other devices used in conjunction with this device is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿. In this case, it is assumed that e224 was displayed due to the failure of the cable unit due to the unexpected stress on the cable due to the handling of the user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the e224 error message was displayed on the screen due to a faulty cable unit. Additionally, the rear cover labels were fading and there was no sense of switch depression for button #2. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the olympus 4k camera head presented an e224 no image error. There was no patient harm or consequence reported as a result of this event.